Event description:
It was reported to manufacturer that the vns pt's device revealed high lead impedance, dcdc = 7, which resulted from a system diagnostic test performed at a follow-up visit. In addition, the pt was not feeling stimulation of the device up to 2ma output current. Evoke potential monitoring was performed, and the results were inconclusive as no signal was received. X-rays were also taken to assess the continuity of the lead, and there was no obvious lead discontinuity observed. The x-rays have not been sent to manufacturer for further review. A lead fracture is suspected due to the pt suddenly not feeling stimulation of the device, in addition to the diagnostic test result revealing high lead impedance. Good faith attempts to obtain additional info from the treating physician have been made, but have been unsuccessful to date. The device has been programmed off, and revision surgery is likely to occur.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.